Manufacturer narrative:
This report is filed, february 2, 2016. The implanted device remains.

Event description:
It was reported that the patient developed an infection at the abutment site and was treated with antibiotic cream in (B)(6) 2016 (exact date not reported). The implanted device remains.